Manufacturer narrative:
Alleged failure: burning and overheating the failure(s) identified in the investigation is consistent with the complaint record. The root cause is the power board due to possible user misuse. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was a thermal event.